Manufacturer narrative:
H.6 investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) approximately 16 vials were identified with candida tropicalis but not seen on gram stain. No patient impact was reported. The following information was provided by the initial reporter: customer reporting false molecular positives when testing with product 442020 lots 3137615 and 3110966 - bactec peds plus/f and biofire. If yes¿detailed erroneous results (include # of errors and type): approximately 16 vials 1. What result did the customer obtain from the bd product? Identification of candida tropicalis when tested with biofire panels 2. What result was the customer expecting to obtain (if different from the obtained result) only the non-yeast organisms seen on gram stain.

Manufacturer narrative:
Initial reporter email:(B)(6). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 3137615. D4. Medical device expiration date: 20-feb-2024. H4. Device manufacture date: 17-may-2023. D4. Medical device lot#: 3110966. D4. Medical device expiration date: 24-jan-2024. H4. Device manufacture date: 20-apr-2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) approximately 16 vials were identified with candida tropicalis but not seen on gram stain. No patient impact was reported. The following information was provided by the initial reporter: customer reporting false molecular positives when testing with product 442020 lots 3137615 and 3110966 - bactec peds plus/f and biofire. If yes¿detailed erroneous results (include # of errors and type): approximately 16 vials 1. What result did the customer obtain from the bd product? Identification of candida tropicalis when tested with biofire panels 2. What result was the customer expecting to obtain (if different from the obtained result) only the non-yeast organisms seen on gram stain.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 3110966. B5. It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), there were an unknown number of molecular false positive results. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ peds plus¿/ f culture vials (plastic), there were an unknown number of molecular false positive results.